Event description:
Information rec'd indicated the siderail is not staying in the raised position.

Manufacturer narrative:
The technician investigated and found the siderail was in the raised position. He tested the locking mechanism and could not duplicate the alleged malfunction.